Manufacturer narrative:
The keyboard touch pad was returned to the manufacturer for analysis. Analysis found that all keys and the mouse pad were functioning normally except the left click button under the mouse pad was intermittent. Keyboard was missing two buttons. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the keyboard resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was having intermittent issues where some of the keyboard keys were not functioning. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: additional testing of the keyboard for the viewing station of the imaging system found that the unit functioned as designed with all keys.